Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse checked the system operation including lamp energy, cuvette blank, and wash station operation and performed a visual inspection for any leaks. The fse ran qc for acetaminophen and salicylates with good results. The actual cause could not be determined and no conclusion can be drawn as to what specifically caused the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer processed a sample from the emergency department and received a short sample error. The sample was moved to the advia 1650 and discordant acetaminophen (acet) and salicylate (sal) results were obtained and reported. A second sample for the patient was sent to the lab and was tested for salicylate and the result was negative. A third sample was sent to the lab and was tested for acetaminophen and salicylate and both results were negative. The lab retested the first sample and the results were also negative. The patient was treated with charcoal and mucomyst and was admitted to the hospital and later released.